Manufacturer narrative:
Additional information. D10. Concomitants: serial #: (B)(6), category #: 02-010-01-0230 - logic femoral ps cem left sz 3, serial #: (B)(6), category #: 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, serial #: (B)(6), category #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), category #: 201-78-82 - collar fixation pin 2pk 40mm, quick release.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of polyethylene wear and osteolysis as stated in the operative notes. A contributing factor to the reported failure may have been the result of the patient developing an infection. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs or photographs were not provided.

Event description:
Additional information received via legal department: revision operative report of(B)(6) 2023 for osteolysis of both tibia and femur in the setting of failed total left knee. Procedures performed: 1. Left knee revision of 2 components. 2. Lengthening of hamstring tendon: multiple tendons. 3. Excision of scar with soft tissue mobilization measuring 1.5x18 cm. The polyethylene component was removed and fount to have significant amount of pitting and delamination and abnormal wear. The patella was resurfaced and evaluated, it did not have significant lysis or polyethylene wear. Significant osteolysis on the tibia and femur were addressed with bone grafting materials. The sing was closes and an occlusive dressing was applied. The patient was transferred to the recovery room in stable condition after reversal of anesthesia. There were no surgical complications. Follow up to be scheduled 2-3 weeks post operative. Discharged (B)(6) 2023 to rehab hospital. No other information is available.

Manufacturer narrative:
Medical device problem code. New information will require a new investigation. Pending investigation.

Event description:
It was reported via legal documentation: the patient states that, ¿after x-rays and a cat scan, it was established that there was indeed extensive damage to the replacement knee as well as to my tibia and ulna.¿ [please note that the ulna is not found in the leg, it is a long bone in the forearm.] "There was also the fear that there was an infection in the knee area caused by the defective [replacement] pieces. [Several] fluid draws and bloodwork were done.." The patient states they also went through several rounds of physical therapy which did not relieve the pain or swelling. ¿on january 27, 2023, I received a new knee replacement¿ in florida. The surgeon ¿took all of the necessary precautions to ensure that this surgery would be a complete success. [Unfortunately], one of the cultures that was sent to the lab to check for infection came back positive. I am now on a six-week regiment of antibiotics.¿ knee replacement revision was approximately 7 years from initial implant procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer h6. Investigation- based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision or reported infection cannot be conclusively determined, as it is not clearly stated. However, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.